Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). On (B)(6) 2018 two mitraclips were implanted reducing mr grade to 1. On (B)(6) 2018 a stent was implanted. A follow-up echocardiogram was not performed. The patient expired on (B)(6) 2019. There were no adverse patient effects after the mitraclip procedure until the patient's death. In the physician's opinion, the patient death may be related to the implanted stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.